Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. (B)(6). Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger was observed in advanced position. The plunger was gently pulled back and found locked. The cartridge was observed correctly engaged into lower body of the pcb00 device. No assembly defects were observed on the device. Visual inspection under the microscope showed that the intraocular lens (iol) was received with both haptics detached. One of the haptics was stuck at a crack at the cartridge tip. The cartridge tip was deformed. There was some viscoelastic in the device. The customer's reported complaint was verified. Based on the visual evaluation of the returned unit it could not be determined that the cause of the issue reported is related to the manufacturing process. No product quality deficiency was identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed one similar complaint for this order number has been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge was cracked and the implantation of the intraocular lens (model pcb00) was stopped. Reportedly, the issue was noticed after the second push of the plunger of the injector, when the surgeon began to screw the push-rod. No patient injury or wound enlargement because the procedure was stopped before the lens was introduced into the patient's operative eye. Another pcb00 was implanted instead. No further information was provided.